Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. It was received with noisy motor during rewind due to faulty motor. The device also had a scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and broken pump belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the insulin pump had a prime/fill anomaly and the motor would make a loud noise. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.